Event description:
Information was received that the increase in seizures happened on the patient's previous device, prior to the generator replacement, and was alleged due the patient's previous device approaching end of service and the resulting loss of vns therapy. Thus, no increase in seizures was being reported on the patient's current device. No additional relevant information has been received to date.

Event description:
It was reported that the patient was having an increase in seizures, and this the settings were increased to a value that "works better against seizures". Information was received that the increase in seizures was thought to be because the patient's previous generator could not provide the patient's intended therapy as it was nearing end of service. No additional relevant information has been received to date.